Manufacturer narrative:
(B)(4)

Event description:
It was reported that it was not possible to insert the lead into the implantable neurostimulator during a replacement procedure for a normal end of service battery. It was necessary to explant the lead and implant a new one. No further information was able to be provided. A follow up report will be sent if additional information is received.